Event description:
According to the physician, the device met its expected longevity.

Manufacturer narrative:
Additional manufacturer narrative: updated section: describe event or problem. Corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 2800 aortic valve has been placed under evaluation for a valve-in-valve after an implant duration of 16 years due to unknown reasons.